Manufacturer narrative:
Upon receipt, the leads were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual, mechanical and electrical inspection. Protego promri s 65. The lead was found cut 12.5 cm distal to the df4 connector pin into two segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The inspection revealed that the insulation was found rubbed through approximately 13.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Solia s 53. The lead was found cut 8 cm distal to the is-1 connector pin into two segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The inspection showed a damaged insulation between 27 and 36 cm proximal to the lead tip, which probably occurred during the extraction procedure. Additionally, the conductor coil was found stretched between 45 and 50 cm proximal to the lead tip and the fixation helix was found bent. These damages most likely occurred during the extraction due to tensile stress. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted due suspected fracture and inappropriate shocks. Should additional information be received, this file will be updated.